Event description:
A healthcare facility (B) (6) reported via fisher & paykel healthcare's (B) (6) office that the needle on the manometer of an rd900aeu neopuff infant resuscitator moved erratically when adjusted to pressures between 40 and 80cmh20. The hospital reported that the device worked fine at pressures between 0 to 40cmh20. No pt consequence was reported.

Manufacturer narrative:
(B) (4). The valve assembly component of the rd900aeu infant neopuff resuscitator is currently en route to fisher & paykel healthcare for investigation. We will provide a follow-up report with our findings upon receipt of the complaint device and completion of the investigation.